Manufacturer narrative:
No product has been returned for evaluation as it remains in-situ nor were radiographs provided to confirm the alleged event. A revision procedure is planned but has not been scheduled. Potential adverse events and complications "...as with any major surgical procedures, there are risks involved in orthopedic surgery. Potential risks identified with the use of this system, which may require additional surgery, include: bending, fracture or loosening of implant component(s) nonunion or delayed union..." Warnings, cautions and precautions "...these devices can break when subjected to the increased load associated with delayed union or nonunion. Internal fixation appliances are load-sharing devices that hold bony structures in alignment until healing occurs. If healing is delayed, or does not occur, the implant may eventually loosen, bend, or break. Loads on the device produced by load bearing and by the patient's activity level will dictate the longevity of the implant..." "...patient education: the patient should be instructed to limit postoperative activity, as this will reduce the risk of bent, broken or loose implant components. The patient must be made aware that implant components may bend, break or loosen even though restrictions in activity are followed..." Post-operative warnings "...during the postoperative phase it is of particular importance that the physician keeps the patient well informed of all procedures and treatments. Damage to the weight-bearing structures can give rise to loosening of the components, dislocation and migration as well as to other complications. To ensure the earliest possible detection of such catalysts of device dysfunction, the devices must be checked periodically postoperatively, using appropriate radiographic techniques. It is important to instruct the patient in appropriate postoperative activity restrictions to minimize the risk of potential vertebral body fracture and implant migration..." Product remains in-situ.

Event description:
Approximately a year and half ago, patient underwent a vertebral body replacement procedure using x-core with posterior fusion procedure.post-operatively, the left rod and transverse connector reportedly broke. A revision surgery is planned to replace the broken rod and connector. No patient injury reported.

Manufacturer narrative:
Supplemental report is being submitted to update sections of the MDR based on new information updated. On (B)(6) 2018, patient underwent a revision procedure. Rods were replaced and reinforced with double rod configuration using adjacent segment fixation and transverse connectors. No product will be returning for investigation.